Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to unknown complications. The omet head and poly liner were revised. No additional details provided.